Event description:
The customer reported two motor error alarms from the insulin pump. However, the issue could not be addressed immediately due to a dropped call. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.